Manufacturer narrative:
(B)(6). Additional device product codes: hwc, jds. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was not able to be performed on part # 204.818 and lot # lot # 0225201651, as the provided lot number is the invalid lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that initially, the patient was involved in a motor vehicle accident in (B)(6) 2016 and suffered a fractured right ankle fracture with syndesmotic disruption and concussion with loss of consciousness. Patient was found to have a severely shortened and displaced weber c fibular fracture. On (B)(6) 2016, the patient underwent an open reduction and internal fixation (orif). The fracture was reduced with an unknown synthes locking compression/dynamic compression (lcdc) plate and an unknown amount of bicortical screws proximal and distally. Two (2) 3.5mm syndesmotic screws were implanted. Multiplanar fluoroscopy imaging was performed which showed satisfactory fracture reduction and hardware placement. No report of surgical delay or patient harm during the initial procedure. Patient was in good condition in postoperative recovery. The fracture had healed. On (B)(6) 2016, due to painful hardware, two (2) syndesmotic/cortical screws (one (1) 3.5mm cortex screw self-tapping 55mm and (1) 3.5mm cortex screw self-tapping 18mm) of the right ankle were noted to be bent and broken. The remaining portions of the screw remained in the metaphysis of the distal tibia. The procedure went well and the patient was in stable condition. Concomitant medical products: locking compression/dynamic compression (lcdc) plate (part # unknown, lot # unknown, quantity # 1), 3.5mm cortex screw self-tapping 14mm (part # 204.814, lot # unknown, quantity # unknown), 3.5mm cortex screw self-tapping 16mm (part # 204.816, lot # unknown, quantity # unknown), 3.5mm cortex screw self-tapping 60mm (part # 204.860, lot # unknown, quantity # unknown). This is report 2 of 2 for complaint (B)(4).